Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was discovered the right atrial lead exhibited a failure to capture and high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.